Event description:
It was reported that the device was failing to sense p waves and failing to mode switch. The caller reprogrammed the sensitivity of the device and it was able to sense the p waves. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.